Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported the therapy didn't seem to be working for their symptoms. The patient stated they had wet their pants 3 times yesterday and don't seem to have any control as of a week ago. The patient reported their patient programmer was saying 2.3 v but they don't know what was wrong. The therapy was working for awhile but now it was getting progressively worse. The patient stated they were back to where they were before the implant. It was reported the patient synced with the patient programmer and the programmer showed stim off. It was reported p1, 2.3 v and stim off. The patient turned the therapy back on and now they felt stimulation. It was stated the patient probably accidentally pressed the stim off button. When the patient turned the stimulation on, they reported it was a little too high and was stated that they could feel it in their stomach. The patient decreased the stimulation down to 1.9v and said the stim felt fine but they can still feel it in their stomach but they didn't mind it. The patient then decreased the stimulation further and stated now they felt stimulation in the bicycle seat region, as well as a little bit in the stomach, but stated that it was okay. The patient was to follow-up with the healthcare professional (hcp). No further complications were reported as a result of this event.